Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: united kingdom. Patient undergoing wisdom tooth extraction surgery, while drill inside the mouth, surgeon noticed a burn on the inside of the patients mouth and lip left side.

Manufacturer narrative:
Investigation: the product was not available for investigation. Batch history review: a review of the device quality and manufacturing history records was not possible because the device is a purchased part. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Rational: almost all of the complaints, within the last 5 years and with a similar failure description, are caused by an insufficient maintenance of the device. In this issues, the bearings were worn or blocked. As a result, a very high temperature occurs and can burn the lip of the patient. Corrective action: according to sop (B)(4) a CAPA is not necessary.